Event description:
A copy of the medwatch report from FDA was received, which states" multiple issues with IV tubing, including pinholes in the part of the tubing that gets inserted into the pump channel and tubing spontaneously breaking/coming apart at seams. There are also bulging/bubbled tubing issues and air-in-line / pump sensor failures (bd alaris 8100). Multiple issues with IV tubing, including pinholes in the part of the tubing that gets inserted into the pump channel and tubing spontaneously breaking/coming apart at seams. There are also bulging/bubbled tubing issues and air-in-line / pump sensor failures (bd alaris 8100). Patient code: 4580. Device codes: 1504, 1069, 2976,2964." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air in line issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.